Event description:
It was reported that a malfunction occurred on the pump, displaying malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump, and technical support planned to replace the pump to resolve the issue.